Manufacturer narrative:
Product complaint : (B)(4). The complaint sample consisted of (1) 254501041 attune patella drill clamp. The returned device was functionally tested with a retained depuy patella compression ring (product code (B)(4)) and was found to assemble/disassemble as intended, however the connection was loose. The ball plunger designed to retain the patella ring was found to be damaged. After reviewing previous complaints relating to this issue it was determined product design was the root cause. The root cause is attributed to product design. An enhanced attune patella drill clamp has been distributed under product code (B)(4). (B)(4) was approved on november 25, 2014. Product code (B)(4) has been released for distribution. No further corrective action required. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella prep handle isn¿t holding prep pieces effectively. No surgical delay.